Event description:
Hospital pharmacy received a bd precisionglide needle (19g x 1 1/2 inch) in the manufacturer's original packaging which did not contain a cap. This was lot # 0022088, exp: 2025/03/31. The uncapped needle was sealed into the plastic wrap. Fortunately, no injury resulted. FDA safety report ID #: (B)(4).